Event description:
Decedent was using respirator regularly. Parent stated they had problems with the tubing becoming disconnected from the device whenever the decedent moved around. Parent was given an adapter and it too would become disconnected. Decedent was asleep, tubing disconnected, and alarm sounded when decedent stopped breathing. Decedent was unable to be resuscitated.